Event description:
It was reported that a patient presented after experiencing polymorphic ventricular tachycardia that resulted from pseudo pseudofusion on their pacemaker. No intervention was reported. The patient was stable throughout.